Manufacturer narrative:
Additional device product codes: gff, gfa, hsz. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, during an open reduction and internal fixation (orif) left calcaneus, the drill bit snapped off where the flute begins. The drill bit broke off in the foot and a chunk of metal was left on the ankle of the patient. The surgeon was not able to remove it. It is unknown if there was surgical delay. It is unknown if the procedure was successfully completed. Patient outcome is unknown. This report is for one (1) 2.5mm drill bit/qc/gold/110mm. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device history lot part number: 310.21, synthes lot number: (B)(4), supplier lot number: n/a, release to warehouse date: 24-aug-2018, expiration date: n/a, manufactured by synthes (B)(4). The material was reviewed and the hardness value was confirmed to meet the specification with no (relevant) non-conformance noted. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Investigation summary visual inspection: the 2.0 mm drill bit received was observed returned with broken drill tip. Broken portion was not returned. No further issues were identified. The received complaint condition agrees with the reported complaint condition, thus confirming the complaint. Dimensional inspection: dimensional analysis was completed, the overall length measured 106.48 mm which is out of the specification of total drill length of 126 mm to 128 mm. The out of specification condition is due to breakage and per the specification, approximately 20 mm of the distal tip of the drill bit broke off. The diameter of the drill bit at the fracture site measured 1.97 mm. This is within specification of 1.97 mm to 2.00 mm. Document/specification review: a review of the component device history record(s) determined the device met all specifications with no issues documented that would contribute to this complaint condition. A review of the raw material device history record(s) determined the device material met all specifications with no issues documented that would contribute to this complaint condition. Conclusion: the complaint condition is confirmed as the drill bit was received with the distal tip broken. However, there is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered any unintended forces. No new malfunctions were observed during the course of this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.